Event description:
It was reported that the patient's intrathecal catheter would migrate out of the intrathecal space despite multiple catheter revisions to correct the problem. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).